Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm and keypad issue. The customer¿s blood glucose level was 15 mmol/l. Customer was assisted with self test and the test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace on keypad assembly. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.